Event description:
On (B)(6) 2012, patient reported, the buttons on the infusion device are unresponsive. Pt stated all of the buttons on the device are unresponsive. Pt reported all of the icons appear on the screen as intended. Verified the key lock icon was not displayed. Pt stated, the infusion device continues to display the correct basal rate but does not respond to button presses. Pt reported, she inserted a brand new battery prior to the call but the infusion device still does not respond after any buttons are pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.